Event description:
A non healthcare professional reported problem of vacuum in the unknown eye of the patient during surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of the initial reported event, it was identified that the event occurred during the testing of the device before the procedure began and without any patient involvement. Based on the afore mentioned information the reported event does not meet criteria for malfunction reporting as per applicable regulation.

Manufacturer narrative:
Additional information provided b.2., b.5., and h.11. Upon further review of the initial reported event, it was identified that the event occurred during the testing of the device before the procedure began and without any patient involvement. Based on the afore mentioned information the reported event does not meet criteria for malfunction reporting as per applicable regulation. No further reports will be submitted under mfg report num. The manufacturer internal reference number is: (B)(4).